Event description:
On 6/12023, it was reported by a sales representative via email that an ar-1204as-100 flipcutter ii broke. This was discovered while retro drilling the tibia during an alc procedure on (B)(6) 2023. The broken fragment was retrieved, and the case was completed using another ar-1204as-100 flipcutter ii.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. (1) unpackaged ar-1204as-100 was returned for investigation. The returned device was visually inspected, and it was noted that the flipcutter drill guide was broken off/damaged. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.